Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level with high ketones. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Prior to going to the ER, the customer administered a manual insulin injection and delivered a correction bolus in attempt to resolve bg level. While in the ER, the customer was treated with intravenous saline and insulin and was released 2 hours later with no permanent damage. The cause of the high bg was due to an occlusion alarm. The customer alleged that the cause of the occlusion may have been that a longer infusion set cannula is needed but could not confirm. The customer changed the cartridge and infusion set to resolve the occlusion alarm.